Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. There was no audible sound, and the temperature display showed 39°c when the temperature had reached 41°c. The cause was traced to be a damaged printed circuit board (pcb). The pcb will be replaced to address this issue.

Event description:
It was reported that the device had low temperature reading and no audible alarm. There was no patient involvement.